Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for an unknown endovascular treatment. On the same date as the index procedure, it was reported that the patient was found slumped in a chair and taken back to hospital. A type a retrograde aortic dissection 250mm in length was observed. Aortic repair was carried out of the ascending aorta. It was reported that the event was resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information: the patient was found slumped in the chair two days post-index procedure. It was reported the type a retrograde aortic dissection was related to the index procedure. Film evaluation summary: the exact cause of the retrograde dissection reported post-implant could not be determined from the films provided. Review of pre-implant CT¿s and 3d-CT film report revealed that the patient had a type b thoracic dissection. The proximal tear was located ~20mm caudal to the innominate artery, and 12mm from the left carotid. The thoracic diameter at the innominate measured 40 x 41mm, and at the left carotid was 40mm in diameter. Just distal to the proximal tear near the top of the arch the thoracic diameter (tl+fl) measured ~37mm in diameter, and the diameter of the true lumen (tf) was ~ 21mm. From across the arch and along the essentially straight descending thoracic to the celiac artery, the tl diameter ranged from 22 ¿ 24 ¿ 22 ¿ 20mm. All the visceral vessels were being perfused by the true lumen. Films during implant were not available for review. CT¿s returned from 6-days post-implant revealed that 3 valiant stent grafts had been implanted in the patient. The proximal free-flo device was positioned with the fabric just caudal to the left carotid artery, and the 2 overlapping distal valiant devices were positioned along the full length of the descending thoracic to just above the celiac artery. No stent graft issues were observed. Beginning near the bare spring of the proximal device a type a dissection was seen extending retrograde into the ascending thoracic. Analysis of the returned films did not reveal any stent graft anomalies that could explain the type a retrograde dissection. It is unclear if the bare spring seen in close proximity to the distal extent of the dissection may have contributed. It is possible that the patient¿s pre-existing condition,type b dissection, may have been a factor. If information is provided in the future, a supplemental report will be issued.